Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the insertion device unintentionally released the infusion set on 2 occasions. No adverse event was reported. The alleged product was requested for evaluation.